Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 10/24/2014, belt: 2/20/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was in the hospital prior to passing. Review of the download data, indicates the patient received four appropriate treatment shocks and two additional shocks in response to nsvt. At 19:03:52, the patient received the first treatment. The patient was in nsvt at 220 bpm at the time of the treatment and the patient's post shock rhythm was vt at 260 bpm. The response buttons were pressed at 19:04:06. The response buttons functioned appropriately. At 19:04:52, the patient received a second appropriate treatment. The patient's rhythm at the time of the treatment was vt/vf and the patient's post shock rhythm was vf. At 19:05:18, the patient received a third appropriate treatment while in vf. The patient's post shock rhythm was sinus beat degrading to vt at 270 bpm. At 19:05:44, the patient received a fourth appropriate treatment while in vt at 270 bpm. The patient's post shock rhythm was nsvt transitioning to sinus bradycardia at 40 bpm with intermittent nsvt. At 19:06:15, the patient received a fifth treatment while in nsvt. The patient's post shock rhythm was vf. At 19:06:46, the patient received a sixth appropriate treatment while the patient was in vf with motion artifact. The patient's post shock rhythm was vf. At 19:15:31, the device detected a non-treatable rhythm. Continuous ECG data is not available at this time. The patient passed away on (B)(6) 2019.